Event description:
It was reported that the pump miscalculated boluses. Tandem technical support reviewed the pump logs and found the pump calculated correctly based on the customers settings. The customer¿s blood glucose level was 50 mg/dl. The customer consumed carbohydrates to address their bg.